Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling the cartridge. Reportedly, the customer removed and reinserted the needle into the septum and the issue was resolved. There was no reported impact to the customer's blood glucose level.